Event description:
Fourteen yrs following intraocular lens (iol) implant surgery, a surgeon reported the iol was dislocated/subluxed. The surgeon did not know the reason for the dislocation, but did not think it was related to trauma. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/20/2009, 01/23/2009, 02/03/2009, 02/26/2009, and 02/09/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on: 02/13/2009.